Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile the stopper was found to be deformed. The following information was provided by the initial reporter: distorted stopper.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile the stopper was found to be deformed. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile the stopper was found to be deformed. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-17. H6: investigation summary sample and photos received for investigation. Upon visual inspection, the stopper assembled incorrectly is observed. No further damage can be seen. A device history review was performed for reported lot 2105010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Possible root cause is associated when there is a misalignment of plunger-stopper-barrel in the assembly station during assembly process. In assembly stations of 50ls manufacturing lines there is a vision system to detect stoppers bad assembled or missing stopper. In case any is defective it is rejected automatically to scrap. In this case, vision system has not detected the failure, and no rejection was made. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.